Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the complaint was submitted on (B)(6) 2022 with no details of event. During communication/interview information was received on 07-mar-2022 - occlusion of vessel and a covered stent was applied.

Manufacturer narrative:
One 18f manta closure, one 18f manta sheath, and one 18f manta introducer were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on all components. The anchor was pushed out of the delivery tube on the manta closure unit; and the lever was not engaged. The button valve was torn and displaced slightly. A cd of intraprocedural imaging was submitted and reviewed by the investigative team. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was deployed for closure in the left common femoral artery. Following deployment, an occlusion formed, and a covered stent was placed. The angiograms indicate an occlusion, balloon inflation was applied, and a covered stent was deployed successfully. Due to no information submitted regarding the initial and deployment procedures, patient conditions and environment, the root cause of the occlusion cannot clearly be determined. The IFU lists possible adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection. Additionally, warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel.